Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements resulting in a recorded red alert. Device data was sent to rhythmcare for review. Data review determined the average shock impedance remained within normal limits. This lead remains in service. No adverse patient effects were reported.